Event description:
It was reported that during a mid, left anterior descending artery stenting procedure, after implanting a xience xpedition 3.0 x 15 mm stent, a distal marginal stent dissection was seen which was treated successfully with an unspecified 2.75 x 8 mm stent. The dissection resolved without an adverse patient sequela on 06/10/2013. The creatine kinase, muscle and brain (ck-mb) was elevated to 15 (upper normal limit 3.6). There was no reported myocardial infarction and no treatment reported for the elevated ck-mb. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.